Event description:
It was reported that the patient felt tired and had heart rates in the 30-40s range, which was pacing below the programmed lower rate of the implantable pulse generator (ipg) device. The device remains in use. It was also noted that the right ventricular (rv) lead showed no capture, measured high threshold, and exhibited steady increased impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.